Event description:
During coronary bypass surgery it was discovered that the oxygen delivery of the sorin oxygenator membrane would not be sufficient during the remaining phase of the procedure and needed to be replaced. It was replaced with no harm to pt. Oxygenator returned to sorin biomed inc for further examination.